Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 50% stenosed target lesion was located in the left anterior descending artery (lad). It was further reported that an attempt to deploy the stent was made, but it was not achieved. The stent dislodged outside the patient and was lost.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 50% stenosed target lesion was located in the left anterior descending artery (lad).

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 16 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 50% stenosed target lesion was located in the left anterior descending artery (lad). It was further reported that an attempt to deploy the stent was made, but it was not achieved. The stent dislodged outside the patient and was lost. It was further reported that there were no attempts to inflate the balloon.

Manufacturer narrative:
Device evaluated by MFR: a 16 x 2.25mm promus premier select stent delivery system (sds) was returned for analysis without the stent. The device was returned without the stent as per additional information, it was dislodged outside the patient by the user. The balloon cones were reviewed, and no signs of positive pressure were noted. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was loaded onto a 0.0140 inch guidewire and an encore inflation device was attached the balloon was inflated without issues and held pressure to 18 atm. A vacuum was pulled using the encore device and the balloon delated fully within 7 seconds. The encore device was verified before and after the procedure. No issues were identified during the product analysis.